Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that an attachment overheated after few seconds of use. There was no patient impact.

Manufacturer narrative:
The product analysis result indicates that the customer complaint has not been confirmed. Pre-repair temperature check performed at 60k after 5 minutes the distal/front bearing temperature was 83f and the base temperature was 82f. There was no deviation found. If information is provided in the future, a supplemental report will be issued.